Event description:
Report received of an underdelivery. The pump was returned to the biomedical department with an unsigned note that stated, "infusion is slow." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.